Manufacturer narrative:
Additional information has been requested. Implanted approx (B)(6) 2009. Synthes is unable to provide the manufacturer, PMA/510k number and/or the date of manufacture, as no product was returned and no part/lot number was provided. The investigation could not be completed; no conclusion could be drawn as no product was returned and no lot number was provided.

Event description:
Pt status post plate and screw implantation returned to surgeon and an x-ray showed the plate was distal to the screw shaft. Surgeon removed the hardware and noted the screw head gone through the plate hole. Pt was revised to another plate and screws with surgeon noting there was some healing. This is two of two reports for this event.